Event description:
It was reported that a power on reset (por) condition appeared. The por message appeared on the day of the report after a "medical procedure." The device was checked and the message said "invalid settings." The device was to be reprogrammed and checked. On (B)(4) 2012 it was reported that no error code was documented for the por. Additional information received the following day reported that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), product type extension. (B)(4).